Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that two months and twenty-four days following the implant of this 31 mm transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) showed moderate to severe paravalvular leak (pvl). Two days post implant, a permanent pacemaker was implanted. The reason for the permanent pacemaker was not reported. Two months and 30 days following the initial valve implant, a 29 mm valve was implanted valve-in-valve. A tee during the procedure showed that the first valve was placed approximately 16 mm deep into the left ventricular outflow tract (lvot). The second valve was successfully implanted in a slightly higher position resolving the pvl. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: the permanent pacemaker was implanted four days post-implant due to complete heart block, not two days post implant as was reported on the initial medwatch report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.